Event description:
The reporter indicated that during a percutaneous coronary intervention, after rotablator (1.75barr) was conducted, a 3.5 x 23mm cypher was delivered to the lesion but it became stuck at the proximal end of the target lesion, due to the calcification. A micro catheter (st01 5fr) was then inserted and the cypher successfully reached the target lesion. While the sds was being inflated, the balloon ruptured at 14atms. When the cypher was being retrieved from the patient, it became stuck at the lesion and would not move. When the physician applies expressive force for pulling, only the core wire and the hub were removed from the patient. The outer body of the shaft remained inside the patient. To retrieve the stent delivery system (sds) from the patient, a snare was used but it could not reach the remaining shaft due to the large friction between the microcatheter and the snare. The physician removed the microcatheter as one unit with the sds; the shaft was removed from the patient safely. To finish the procedure, post-dilation with a balloon (quantum maverick 3.5 x 12mm) was used and the procedure was safely finished. There were no anomalies noted prior to removal from the packaging. The device prepped normally. There were no kinks or other damages noted prior to inserting the product into the patient. The contrast media was unknown, but a 1:1 ratio was used. The same indeflator used successfully with other devices. There was no leakage noted from the balloon, shaft, hub, or unknown segment at any time during the procedure. The balloon catheter did not kink while being used. The lesion was de novo and heavily calcified with 90% stenosis. The access site was the femoral artery. After the procedure, the physician tried to recreate the situation of the removing difficulty with the same devices of the procedure out of the patient, but there was no problem experienced at the time. The target lesion was the proximal right coronary artery (rca).

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united stated. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.